Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgical staff observed pieces break off the wrist of the permanent cautery hook instrument and fall into the patient. The broken fragments were retrieved with laparoscopic instruments and the surgical procedure was successfully completed. Prior to closure of the patient's vaginal cuff, an x-ray was performed of the patient's abdomen. No broken fragments were found with the x-ray. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: an x-ray was performed on the patient's abdomen after fragments from the instrument broke off and fell into the patient. However, the fragments were successfully retrieved laparoscopically and no fragments were found with the x-ray.